Event description:
It was reported that the arctic sun device was not heating. During a functional check, they had drain over a liter of water from the circulation tank, however the device still was unable to heat water above 11c after many minutes of operation. They stated as this device was just repaired in april and would bring it back under warranty for further investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This record is being submitted as a correction to the date received by manufacturer previously submitted. The reported issue was confirmed. The root cause of the reported issue is loose connections in the card cage. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. During a functional check, they had drain over a liter of water from the circulation tank, however the device still was unable to heat water above 11c after many minutes of operation. They stated as this device was just repaired in april and would bring it back under warranty for further investigation. Per sample evaluation results received via task on 29oct2024, it was reported that the left upper frame to shell bolt was installed cross threaded. The only way to remove the bolt destroyed the nut plate that was molded into the shell. The front tank seal was discovered torn. The chiller molded tube was found to be cut 1/2 inch short of specifications. Per follow up information received via task on 30oct2024, no patient involved at the time of the malfunction.

Event description:
It was reported that the arctic sun device was not heating. During a functional check, they had drain over a liter of water from the circulation tank, however the device still was unable to heat water above 11c after many minutes of operation. They stated as this device was just repaired in april and would bring it back under warranty for further investigation. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the left upper frame to shell bolt was installed cross threaded. The only way to remove the bolt destroyed the nut plate that was molded into the shell. The front tank seal was discovered torn. The chiller molded tube was found to be cut 1/2 inch short of specifications. Per follow up information received via task on (B)(6) 2024, no patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.